Event description:
The patient¿s blood glucose (bg) level was reported to be 19.2 mmol/l (345.6 mg/dl) while wearing the pod for an unknown duration. The patient reported experiencing high bg levels, general malaise, difficulty walking properly, significant nausea, and inability to keep anything down. The patient¿s condition deteriorated rapidly, requiring admission to the intensive care unit (ICU). The pod had been applied by a diabetes educator, however, after evaluation at the hospital, medical staff removed the pod and found that the cannula was completely bent. As a result, the patient did not receive proper insulin delivery for approximately 3 days, which likely caused severe hyperglycemia and related complications. On (B)(6) 2026, the patient was admitted to the hospital and treatment included insulin therapy, intravenous fluids, and nutritional support. The patient was diagnosed with hyperglycemia. The patient was extremely fatigued and had difficulty sleeping during hospitalization. The patient is expected to be hospitalized until the following sunday.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.